Event description:
It was reported that the pace/sense rv lead could not be seated properly in the device as impedance was greater than 3000 ohms. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. It was reported that the pace/sense rv (right ventricular) lead could not be seated properly in the device, as impedance was greater than 3000 ohms. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated impedance, high.

Event description:
It was reported that the pace/sense rv (right ventricular) lead could not be seated properly in the device, as impedance was greater than 3000 ohms. The device was explanted and replaced. No patient complications have been reported as a result of this event.